Event description:
It was reported that there was an over infusion of heparin. The event occurred on the coronary care unit. The heparin infusion was held and ptt labs rechecked.

Manufacturer narrative:
The customer¿s complaint of over infusion was not reproduced during testing. Physical inspection showed no anomalies. On the reported event date on (B)(6) 2020, the suspect device programmed an infusion of 200 ml of heparin to infuse at a rate of 8.5 ml/hr. The device alarmed for air in line after two hours eight minutes of infusing. The device programmed a one hour delay. However, the device and pcu were channeled off twenty-four minutes later. The event administration set was not returned for investigation. Testing showed the device was delivering IV fluids within specification as received. Additional testing performed on the bezel found the upper occluder was not affected by the broken post in the condition in which it was received. Functional testing showed no anomalies. The root cause of the customer complaint of an over infusion could not be definitively determined; however, it is believed the broken occluder post which was found loose within the case, could have contributed to the complaint of over infusion if it were to have been wedged inside the mechanism, preventing one of the occluder fingers from occluding the disposable set tubing completely.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, no additional patient demographics provided.

Event description:
It was reported that there was an over infusion of heparin. The event occurred on the coronary care unit. The heparin infusion was held and ptt labs rechecked.